Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with rising capture threshold and increasing pacing lead impedance. Review of the session records suspected that the rises may be attributable to chronic inflammation causing fibrous tissue around the tip-tissue interface. Outputs were adjusted accordingly and patient will be monitored with routine follow-up.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.